Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched they were hospitalized due to low blood glucose on (B)(6) 2021, with blood glucose of 9 mg/dl. Customer was treated with food for low blood glucose level. The customer was treated with intravenous drip. Customer stated that drive support cap appear normal slightly indented. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer allege that insulin pump was over delivering as he had a 9 units of glucose, but would not come up even after. The insulin pump will be returned for analysis and reservoir not returned for analysis.